Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inside-out abrasion and contained conductor cable externalization in a defibrillation lead with asymmetric conductor cable lumen distribution. Heartrhythm case reports. 2018;4(3):121-126. Doi: 10.1016/j.hrcr.2018.01.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an active-fixation single-coil defibrillation lead. The article reports a remote alert was triggered on the patient's competitor device due to an abrupt drop in biventricular pacing which coincided with an equally abrupt rise in the frequency of premature ventricular complexes (pvc). The right ventricular (rv) channel showed noise. The article reports that if detected, the noises were counted as pvcs or rv sensed events, and caused any closely coupled genuine atrial and rv events to be blanked out or mislabeled as ventricular fibrillation. The author stated the non-physiologic noises in this case were most likely highlow voltage circuit crosstalk through conductive coupling between the rv shock coil and the ring electrode cable. The rv lead was explanted and replaced. It was noted that during the extraction a kink was present in one conductor cable just proximal to the shock coil. A breach in the insulated was also observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.